Manufacturer narrative:
Concomitant products:w1dr01 ipg; implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. The right atrial (ra) lead was partially explanted and the right ventricular (rv) lead and implantable pulse generator (ipg) were explanted. During the removal procedure the patient experienced perforation and tamponade. The patient was deceased due to cardiac tamponade.